Event description:
A surgeon reports overcorrections on custom hyperopia patients following refractive surgery. The surgeon indicated he does not feel these overcorrections are related to the device, but are patient specific due to healing responses. He has declined to provide any further information.

Manufacturer narrative:
The investigation, including root cause determination, is in progress. This report mailed in to FDA on: 05/18/2007.